Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The camera and image intensifier were calibrated, and the hard drive was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 had poor image quality and only the most recent image could be retrieved. There was no adverse pt involvement reported.